Event description:
The customer reported that there was a burn in the material of the canopy. The burn is on the outside of the bed in the area where the feet of the pt rest. Eval of the returned product found no evidence of the fire damage or any material burn. The zipper slider body was open on one of the panels.

Manufacturer narrative:
The product was returned for eval. Inspection found that the zipper slider body on panel side a was open. The literature bag had a one inch tear. On panel side c, the plastic was ripped on the left leg bottom cap and the access holder loop was missing. The inspection found no evidence of fire damage or any material burn. (B)(4).